Event description:
A report was received that a patient will undergo a revision. The reason for the revision is unknown.

Manufacturer narrative:
Additional information indicates that the patient underwent a lead revision procedure due to inadequate stimulation. The patient is reportedly doing well.

Event description:
A report was received that a patient will undergo a revision. The reason for the revision is unknown.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm.